Event description:
A patient reported that 4 weeks after being treated with aveli for cellulite on (B)(6) 2025 that instead of a dimple she has a "ridge" on her buttocks. On (B)(6) 2025, the patient provided additional information: "I wore the compression garment for 4 weeks . The first 3 week all the time. I could feel it 1 week later and it was visible 2 weeks later. The "ridge/ seroma" was drained 2 weeks later." The patient reported that after massaging the area the ridge is still there but might have gotten a bit smaller and is still visible and palpable.